Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 562mg/dl; cause was unknown. Bg was addressed via a manual injection, and a supply change. The customer's health care provider recommended the customer use manual injections, however upon follow up with tandem clinical support, customer is using the pump as pump and related supplies were functioning as intended.

Event description:
It was reported that the customer had high ketones considered dangerous and life threatening.